Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd and coa, reloaded the software, and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system blocked during boot on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.